Event description:
It was reported that shaft break occurred. A 32 x 3.00mm promus premier select drug-eluting stent was selected for use. However, when the stent was took out from the hoop, it was noticed that the part of the shaft was broke. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 32 x 3.00mm promus premier select drug-eluting stent was selected for use. However, when the stent was took out from the hoop, it was noticed that the part of the shaft was broke. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis with the distal portion of the device inside a guide catheter. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, the distal portion of the balloon was bunched and this caused the device to become stuck in the guide. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break at the site of the wire exchange port. No other issues were identified during analysis.